Manufacturer narrative:
The suspect device has been returned by the international customer and is currently being evaluated. A follow-up reported with results of the investigation will be submitted upon completion.

Manufacturer narrative:
An evaluation of the suspect device found the implant was properly manufactured and released to design specifications. No irregularities have been identified. The surgeon noted that the set screw was not tightened to 100 in-lbs. Per the illico se surgical technique (B)(4), all set screws must be tightened to (B)(4) using the t-handle torque wrench, torque wrench shaft, and the anti-torque as indicated. As noted in this case, failure to tighten the set screw may not have locked the entire construct (screw, rod and set screw) as required, and hence the rod was loose. This could have lead to the forces being transmitted on the screw set through the rod and apply a bending moment on the rod and fracture it. X-rays and information as to whether a fusion had occurred is not reported. Since the revision surgery took place 6 months after implantation and a broken rod was noticed, it is assumed that a successful fusion had not occurred. The rod appears to be manufactured correctly and the design appears to be appropriate based on the similarity to existing systems (zodiac) and the evidence of only a few isolated issues out of a large number of cases. One clinical factor which could have affected the outcome of the surgery is not following the surgical technique (B)(4) as prescribed (complete details attached). The supplied instructions for use ((B)(4)) provide a warning to aid in reducing this type of event. Warnings: it is critical that set screws are turned to the proper torque values as recommended in the surgical techniques, using the instruments provided.

Event description:
An international customer ((B)(6)) reported that a patient expressed he had been encountering some discomfort. X-rays taken during a post-op visit revealed a pre-contoured rod had fractured at the l4-l5 vertebrae. Revision surgery to remove the implant took place on (B)(6) 2012. During the procedure, the surgeon noticed that the set screw which secures the rod was not torqued to the required (B)(4) (it was loose). The illico mis posterior fixation system was originally implanted on (B)(6) 2012.

Manufacturer narrative:
A review of the device history records revealed the pre-contoured rod was properly manufactured and released to design specification. No irregularities were identified. The suspect device is in route from the international customer. Upon receipt, the implant will be evaluated and a follow-up submission provided.